Manufacturer narrative:
Comp ref #(B)(4).

Event description:
On 12th february 2024 fujifilm healthcare americas corporation was informed of an event involving sys/mr/echelon oval 16ch. It was reported that the patient has a warming issue. The patient showed redness on the right arm. Patient was crammed in the bore and touching the side of the bore due to size. Patient was okay after the exam and no medical treatment was needed. No additional information provided.